Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results and conclusion) and the device was used in accordance with labeled indications (results). This event is being filed as an MDR, because the treating doctor considered this event to be potentially serious and life threatening to the patient, due to the potential that the patient may have experienced 'congestive heart failure'. The patient indicated visiting the emergency room, but no additional information (test or lab reports) has been provided. No evidence has been provided which supports or opposes, that the patient's reported symptoms were caused or contributed by the use of the invisalign product. Since the invisalign product was in use during the reported symptoms and when the patient sought additional medical treatment, an MDR is being filed.

Event description:
The treatment started on (B)(6) 2011. On (B)(6) 2012, the patient developed symptoms of severe swollen legs and feet, itching (location unknown), and fatigue. The patient indicated visiting a 'cardiologist' who thought the patient was having a 'congestive heart failure' (chf) event. The patient also indicated visiting the emergency room (ER) (date unknown), but no additional information was provided. On (B)(6) 2012, the treatment was discontinued and the symptoms disappeared. The treating doctor considered this event to be potentially serious and life threatening to the patient, due to the potential that the patient may have experienced 'congestive heart failure'.